Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that over pressure occured

Manufacturer narrative:
(B)(4). The flosteady was not received for evaluation at stryker endoscopy. The flosteady was received at wom for evaluation. Based on the wom investigation report attached, the reported failure ¿[over-dimensional pressure of the water from the working shafts and stitches to the ask. Shoulder of the patient hugely inflated, at a pressure of 25mm/hg. The pressure was set manually without success.]¿ was not confirmed. According to wom: " the reported incident could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. The information obtained does not reasonably suggest that device has or may have caused or contributed to a death, serious injury or has malfunctioned in a mater that would be likely to cause or contribute to a death or serious injury if it were to recur . The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that over pressure occured.